Manufacturer narrative:
H.6. Investigation: bd received 58 nexiva closed IV catheter single port 20 gauge units from lot 8214832 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage. Next, the engineer attempted to separate the extension line from the winged inserter and no separation was observed. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found a definitive root cause could not be determined.

Event description:
It was reported that an unspecified number of bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separated from adaptor/luer connector which was noted prior to use. The following information was provided by the initial reporter: material no: 383516 batch no: 9870371. Tube is separating.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separated from adaptor/luer connector which was noted prior to use. The following information was provided by the initial reporter: material no: 383516. Batch no: 9870371. Tube is separating.